Manufacturer narrative:
(B)(4). Batch # m54a5x. Additional information was requested and the following was obtained: for clarification, was the fourth firing able to be completed? The firing was incomplete as the firing lever broke when the surgeon attempted to force through the lockout did any piece of the device fall into the patient? No. Will all pieces be returned with the device? Yes. To the best of my knowledge the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ileostomy closure procedure, the surgeon fired the device successfully three times without any issues but with the fourth firing could only advance the firing lever about half way through the firing sequence. The device came to an abrupt stop and the surgeon had to use a tremendous amount of force to push the firing lever to complete the sequence, then the firing lever broke off completely. A second similar device was opened and used to complete the procedure without further incident. There was no adverse consequence to the patient.